Event description:
Ordered free covid tests from the us government. Two boxes of tests (4 tests) arrived on (B)(6) 2022. When I opened them, there was no liquid in the tests which is needed to perform the test. So I was unable to use them and had to go buy others at the store to be able to test. The manufacturer was (B)(4). Model 1co-3000 lot no. (10): 213co21228-12 use by (17): 2022-06-27. There is also a gtin number. FDA safety report ID# (B)(4).